Event description:
During implantation of a left ventricular assist device (lvad), upon pump placement it was discovered that the pump would not start despite pressing the start button. After a short time a "pump disconnected" alarm was displayed on the system monitor screen. Attempts to start the pump by exchanging system components were unsuccessful. A decision was made to exchange the lvad with the back-up lvad, and the pump started as expected.

Manufacturer narrative:
It was reported at the time of the event that the surgeon used glubran 2 for pre-clotting the inflow conduit. The device was successfully exchanged with another lvad and the patient remains ongoing with no further issues. The explanted device was returned to the manufacturer for evaluation and the reported event of the pump not starting was confirmed. Disassembly and examination of the returned pump revealed that the pump rotor had become fixed to the wall of the blood tube by a hard, white substance confirmed to be glubran 2 cyanoacrylate. The pump rotor was completely frozen inside the blood tube and could not be rotated or removed without applying significant force. The immobilized pump rotor would have led to the reported "pump disconnected" warnings observed on the system monitor. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.